Event description:
An analysis was performed on the returned lead portions, for the reported allegations of fracture of lead and low lead impedance were not confirmed. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities or short circuit conditions were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis (pa) lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Commentary on the portions of the lead that were not returned cannot be made. Pa worksheet was reviewed and abrasions/fluid inside tubing was mentioned however indicated to be related to explant procedure. Visual analysis was also reviewed in which kinks were found. No other anomalies spoken to other than those related to the explant procedure.

Event description:
It was reported that the patient was referred for a prophylactic battery change and pre-op diagnostics were normal. When the generator was removed from the pocket, some of the lead wire came with it. Although noted that a plasma blade was used it could not be confirmed if the surgeon accidently nicked the lead and surgeon would not comment further on this. It was indicated that the patient had gained weight since being implanted with vns so it was unclear if the lead had become strained from the weight change. The explanted device has been received for analysis and is currently ongoing. No additional relevant information has been received to date.

Event description:
Product analysis (pa) for the generator was completed. The pulse generator was explanted/returned due to ¿prophylactic replacement¿. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.847 volts as measured during completion of the final electrical test, shows an ifi=no condition. There were no performance, or any other type of adverse conditions found with the pulse generator. Pa worksheet was reviewed and no anomalies were noted. The datadump was reviewed and the >25% change took place on(B)(6) 2021 after the explant procedure. The prechange was 134 ohms and the post change was 22362 ohms. The high impedance was already known however unknown when the low impedance of 134 ohms took place prior to explant.